Event description:
During the implantation procedure, the helix was found extended before use and there was difficulty retracting the helix completely. As a result, a new isoline lead was implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the analysis concludes that the malfunction of the fixation mechanism prior to the implant attempt, as described by the physician, is attributable to the damages sustained to the easyturn stylets. These damages were caused prior to an implant attempt by the physician due to rough handling, which includes excessive rotation of the easyturn stylet with the butterfly device, and excessive bending of the stylet body. This mishandling caused the identified fracture to the inner shaft and to the blade of the stylets. Also evidenced by these damages to the returned stylets and to the helix, the analysis concludes that the fracture of the carbon electrode is attributable to the mishandling of the lead by the physician. These damages to the lead and stylets are not considered to be manufacturing defects, because there are controls in place to disallow gross defects such as these.